Event description:
Device 1 of 2: reference MFR report: 1627487-2019-04228. It was reported that the patient underwent surgery on (B)(6) 2019 wherein the scs lead was explanted and replaced due to device fracture. The issue has since been reportedly resolved. Note: since it is unknown which lead is liable, both devices are being reported on.